Event description:
(B) (4). Event date: (B) (6)-2009; (B) (4); event report type: injury; adverse event: y; problem: y; event outcome: life threatening; reporter occupation: patient device operator: lay user/pt; product code tube tracheostomy and tube cuff (B) (4); event description: volun 30-apr-2010: shiley disposable cannula low pressure cuffed tracheostomy tube - 8dct-had an inflatable cuff failure after 2 months of use. The cuff would not stay inflated. Dates of use: b (6) 2009 - (B) (6) 2009. Diagnosis or reason for use: ventilator pt. Date available for eval: no. Device evaluated by MFR: no answer. Brand: shiley; device type: cuffed tracheostomy tube, lot number was not provided. No user facility report number provided.

Manufacturer narrative:
The lot number was not provided and therefore, the manufacture date cannot be determined. No analysis or conclusions can be made without the device.